Manufacturer narrative:
H6: investigation summary it was reported there were 3ml syringes mixed into a 5ml syringe convenience pack. To aid in the investigation, one photo was provided for evaluation by our quality team. In the photo, the defect reported could be observed. This defect could occur if there was improper line clearance and incorrect inspections when the syringes were loaded into the trays. A device history record review was completed for provided material number 309703, lot 2153047. The review revealed there were no internal rejects related to the reported issue by the customer. According to the quality records, all the inspections of the sampling plan met the acceptance criteria. Based on the investigation, bd was able to confirm the customer indicated failure mode.

Event description:
It was reported that 2 bd luer-lok¿ 5 ml convenience tray experienced mix of product types in a pack. The following information was provided by the initial reporter: I want to let you know that yesterday during our production we got 3 ml syringes in 2 more convenience pack from the same batch number as mentioned in your below email.

Event description:
It was reported that 2 bd luer-lok¿ 5 ml convenience tray experienced mix of product types in a pack. The following information was provided by the initial reporter: I want to let you know that yesterday during our production we got 3 ml syringes in 2 more convenience pack from the same batch number as mentioned in your below email.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.